Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was having "motor control issues;" the symptoms were later indicated as right leg weakness and "some loss of bladder control." Per the reporter a MRI was inconclusive but the healthcare provider "suspected granuloma because of the patient's symptoms." Patient was receiving pelvic radiation due to cervical cancer. The catheter was revised on (B)(6) 2012 wherein they moved the existing catheter from top of t12 to the top of l1. Drugs delivered via the device were clonidine and morphine; per reporter patient was on a high dose of "25 mg/ml concentration." Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8731, lot#: b006112n07, implanted: (B)(6) 2004, explanted: unk. (B)(4).